Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the customer differed from olympus recommendation in handling of the subject device and/or reprocessing steps. The event can be prevented by following the instructions for use (IFU): reprocessing manual: 2.6 auxiliary water tube (maj-855). Reprocessing manual: 2.8 aw channel cleaning adapter (mh-948). Reprocessing manual: 5.3 precleaning the endoscope and accessories. Reprocessing manual: 5.4 leakage testing of the endoscope. Reprocessing manual: 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. However; a facility review summary and repair reduction observation were completed. An on-track form and facility review summary were e-mailed to the customer. Wall posters were provided to improve up-time. In addition, the customer had an endoscopic aspiration suction pump (ssu-2), but it was not in use. The customer was informed that suction is required and the suction pump can be used during manual cleaning. It was demonstrated to the customer per the IFU, how to use the suction pump during manual cleaning. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the colonovideoscope was insufficiently or incorrectly reprocessed and was used in another procedure. The issue was found during reprocessing. There were no reports of patient involvement.